Event description:
It was reported that air bubbles were observed within the canister. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 514 mg/dl. Customer administered manual injections to address bg level.